Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac superficial femoral artery. A 1.5mm x 20mm x 143cm coyote balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac superficial femoral artery. A 1.5mm x 20mm x 143cm coyote balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.